Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it unexpectedly shutting down (rebooting) was confirmed. The asp observed that the internal battery had a broken pin. The asp replaced the internal battery to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue was the internal battery, which had a broken pin on its connector.

Event description:
An authorized service provider (asp), contacted ventec to report that the device had experienced unexpected shutdown events (rebooting). There were no reports of patient use associated with the reported issue.